Manufacturer narrative:
Implant date on (B)(6) 2017, explant date on (B)(6) 2017. From the review of the device history records for this lot, any non-conformance or deviation was addressed and were determined to have no impact on product quality and safety. There is no evidence in the manufacturing history of this lot to suggest that a manufacturing error caused the adverse event reported.

Event description:
Infected left breast seroma / hematoma involving mesh.